Event description:
Adult female with left breast cancer who had a left mastectomy and placement of a pre-pectoral tissue expander (allergan natrelle tissue expander 700 cc, ref # (B)(4) with allograft soft tissue reinforcement. On the day of surgery, the tissue expander volume of fill was 250cc with four subsequent fills as follows: 1 month later with 100cc; two months after original procedure 150cc; and then two additional 100cc= 700cc total. After tissue expansion, the patient had subsequent left chest wall radiation therapy. She had been doing well until (about 2 weeks prior to her surgery) she noticed that the left breast tissue expander was quite a bit softer than it had been. The patient noticed that the volume seemed to have decreased. When the patient was seen in her surgeon's office (approximately one week prior to her surgery), it was obvious that the tissue expander had failed. The patient went to surgery for replacement of ruptured left breast tissue expander. During the procedure, the deflated tissue expander was removed. There was some serous fluid within the tissue expander and it was noted to have failed at a posterior seam of the 2 piece shell, at about the 1 o'clock position when viewed anteriorly. A replacement tissue expander (allergan (B)(4) was implanted without incident. The patient tolerated the procedure well and was discharged home the same day. Manufacturer response for tissue expander, natrelle (per site reporter). They will be providing a shipping label to facilitate the shipment of the tissue expander to them for evaluation.